Manufacturer narrative:
(B)(4). Date sent: 6/26/2024. D4: batch # 954a40. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received fully fired, with the pan disassembled and the reload body broken. No functional test was performed due to the condition of the reload. It is possible that the damage noted on the returned reload was due to improper handling of the reload. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 954a40, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the reload was fired successfully but when trying to remove correctly it fell apart/crumbled into pieces. Pieces did not fall into the patient, it happened on the back table. The case was completed without any patient harm.

Manufacturer narrative:
(B)(4) date sent: 5/7/2024 d4: batch # unk.an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 6/11/2024. The device/photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.